Event description:
The patient/layperson reported the following information to this senior medical affairs specialist in 2008 regarding an alleged power issue. Customer service had replaced the product eight days prior, when the issue could not be resolved. The meter reportedly would not turn on beginning approximately fifteen days prior to orginal date, although the battery was replaced. The patient did not have a backup meter to use and reportedly did not test; however, the patient continued taking her lantus at night. She discontinued taking novolog because she could not obtain a result. Six days later at an unknown time, the patient was reportedly sweaty and felt sick. The patient ate to resolve the symptoms. Because the patient reportedly had a symptom that can be associated with severe hypoglycemia when unable to test and allegedly discontinued one of her insulins as a result, the complaint is reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.